Event description:
The customer contacted baxter's technical service center regarding solution coming out of the patient line during the prime cycle on the homechoice (hc). The baxter technical service representative (tsr) asked the nurse (rn) how many bags are on top of the hc and the rn stated 3 bags. The tsr explained that the patient line is primed by gravity, so the solution will be pushed to the top of the third bag. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If a sample becomes available, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the overprime was due to use error. A labeling review was completed and found to be adequate. Proper procedures were reviewed with the customer at the time of the initial call. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.